Manufacturer narrative:
Device passed the displacement, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test. Device passed the delivery accuracy test at 0.08740 inches. No device deficiency anomaly or under delivery anomaly noted during test. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated the user experienced a high blood glucose. The user alleged the insulin pump was under delivering insulin due to after bolus blood glucose still gone up. Customer stated that drive support cap appeared normal. The insulin pump will be returned for analysis.